Event description:
During insetion, the enterprise vrd and delivery system was not able to be advanced into the microcatheter and when the stent was pulled back , it was broken in two pieces.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The enterprise vrd was not able to be advanced into the prowler select plus/5cm tip and when the stent was pulled back, the stent was broken in two pieces. The product never made it into the patient's body, and the broken pieces were removed without incident. It was originally reported that the microcatheter was removed; however, additional information reported that the enterprise was removed; target site was not lost and the same prowler select plus microcatheter was used to complete the procedure with placement of a new stent. During insertion, the enterprise introducer was completely engaged in the microcatheter hub, and after the introducer was fully engaged, the y-connector or tuohy connector was closed to secure the introducer from moving. During insertion, resistance/friction was noted, and advancing of the enterprise stent/delivery system was stopped and the cause investigated. The resistance/fiction may have contributed to the stent breaking in two pieces at the mid section. When the delivery system would not advance, no additional torque or force was used to further advance the stent/delivery system through the microcatheter. After the product was removed, the stent was found broken in two pieces within the microcatheter hub. A constant and dedicated saline source was utilized during the procedure/advancing of the enterprise stent. Other than the reported event, no other damages were noticed on the stent, delivery system (distal tip unraveled/stretched, kink, bend, etc) and no damages were noticed on the microcatheter. It was reported that the microcatheter and enterprise delivery system/stent will not be returned for analysis. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01417827 which corresponds to final packed lot 13471807. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The individual lot folders for the stent were reviewed by (B)(4) for any nonconformance related to the reported complaint. Non-conformances related to the reported defect were not found. The enterprise lots involved in this complaint met all purchase, manufacturing and quality control specifications when shipped to lake region medical. The introduction of the enterprise stent into the microcatheter is technique related and requires complete seating of the enterprise introducer without backward movement to ensure smooth transfer of the stent. Without the return of the device and based on the reported procedural information, no conclusion can be made regarding the reported resistance encountered during transfer of the enterprise stent into the microcatheter which appears to have resulted in the reported fracture of the stent. With review of the device history records, there are no identified manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.